Event description:
A site in the (B)(6) reported that a patient received a laser hair removal treatment and reported that the patient responded with hyperpigmentation and scarring on the treated area. It was reported that patient had marks since treatment date.

Manufacturer narrative:
The product was installed at the user site january 31, 2008. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed 08/28/2013 with no issues found. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit and reported that the unit was operating within specification.